Event description:
Add'l info received on (B)(6) 2014. F/u: I did not have the identifying product description until now. Radiesse volume advantage implant 1.5 ml, part #8071, (B)(4). Use before 2016-01 another pt was affected the same day with the same doctor.

Event description:
(B)(6) 2014 had facial injections for radiesse (merz) both sides of my face. The right side of my face felt particularly sore. Within two hours, severe bruising at each injection site began with swelling on the right side of face only. I have pictures. Deep redness began and spread up to my eyelids. By monday, it was clear I had a problem. A large scab began forming on my face with deep bruising. Doctor started me on antibiotics after seeing pictures that I had sent him. (Ceftin, rx) two weeks later, I am left with what the doctor calls "erosion" on my face with deep pock marks and redness continuing. It looks like permanent scarring. I do not know the product information as the doctor has left the country on business/pleasure.